Event description:
On opening the package, the struts of the cypher stent were damaged. Stent not used in pt. The product was new, and the product was stored per (IFU) instruction for use guidelines. The exterior of interior package was not damaged. There were no issues during removal that may have contributed to the cypher damage. The damage on the stent was that some of the stent struts were not lying flush with the delivery balloon. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days receipt.